Event description:
The facility reported a pump with falire code 500. It is unk when this failure code occurred. There was no pt injury or medical intervention necessar according to the hosp rep. No additional contact information is available.